Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to respiratory failure. It was later reported that the patient had acute on chronic abdominal pain, diverticulitis, anemia, and hypercarbic respiratory failure. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted and no autopsy was performed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists respiratory failure, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause for the anemia was undetermined but there had been no bleeding events.